Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not work. A new device was opened and used to complete the case without incident. There were no patient consequences reported. No additional information was available per rep.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.